Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: during analgesic childbirth procedures, at the time of catheter placement, the tip appeared significantly damaged, after an initial unsuccessful attempt at placement. Catheter replacement was undertaken. Subsequently, the tip was evaluated, which at the mere movement of flexion was detaching from the rest of the catheter. No consequences, defect detected before use.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period. Visual inspection: no sample was received and thus a further evaluation and investigation of the complaint is not possible. Functional inspection: n.a. Physical inspection: n.a. Summary and assessment: as no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly.